Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 190cc mentor memorygel breast implants, suffered bilateral breasts capsular contractures (baker grade iii on the left and baker grade IV on the right), post-procedure. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2018. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).